Event description:
The reporter stated that the device had a damaged lcd screen. There was no pt injury or treatment associated with this event. During eval it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. During eval, the audible alarm speaker was found to be working, but sounded bad, and was replaced. This is being monitored for trends.